Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic roux-en-y procedure, at the first firing, the surgeon went to activate the device, but it would not move. It did not cut or staple. The battery was hot, so they flipped it around, but the device still did not move. The surgeon removed the device from the tissue with no problems. No buttressing material was used and it is unknown what reload was being used. Another device of the same product code was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m53z12. Conclusion: the analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.